Event description:
The cement did not mix to the proper consistency. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results indicated no abnormalities in the cement. All test results were satisfactorily and in accordance with the registered spec for the product.